Event description:
During a vertebroplasty procedure of the l1 vertebral body, a portion of the threaded cannula was reported to have broken off in the patient's vertebral body. Initially, approximately 1 to 2 cc of cement was delivered when the physician began to experience problems delivering the cement and had to twist the injector to deliver with more force. The injector system cracked (broke) and the physician then disconnected the injector from the threaded needle and unsuccessfully attempted to clear the threaded needle with the diamond needle stylet. With the stylet only partially in place within the threaded needle cannula, the physician then tried to rotate out the threaded needle and met with resistance and a crack was reported. The handle of the threaded needle would no longer grab the needle and physician tried to remove the threaded cannula by twisting and pulling until the thread needle broke leaving approximately 2 inches in patient's l1 vertebral body. The physician attempted to remove the fragment with graspers without success. Patient was admitted to the emergency room and was seen by a surgeon who advised the patient that removing the fragment was not advisable. Patient returned one day post op and was complaining of pain. The patient was prescribed pain medication. No injury was reported.

Manufacturer narrative:
The patient was reported as female of average weight. The initial reporter does not have the weight information, therefore, weight is being provided as an approximation by manufacturer. The device was returned to manufacturer for evaluation and the investigation is in process. The lot history documentation was reviewed for the device. The device history record review indicates all specifications were met. A review of similar reports was performed. There are no similar reports for this lot. A follow up report with the summary of the investigation will be provided for the returned device. Additional information: the procedure was performed with the following devices: parallax integrated delivery system, kp-ids-100. Parallax acrylic resin cartridge with tracers opacifier, kp-car-003. Diamond needle with threaded cannula, kp-bps-1502-01. This medwatch 2951580-2007-00032 is filed for catalog no. Kp-ids-100. Medwatch 2951580-2007-00022 has been filed for catalog no. Kp-bps-1502-01 and medwatch 2951580-2007-00033 had been filed for catalog no. Kp-car-003 for the same incident.